Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing "red heart" alarms and the pump spontaneously stopped. The pt experienced a cerebral vascular accident (cva) after the pump stop. A decision was made to not perform a pump exchange. Pt is intubated. The MFR is attempting to get add'l info on this event.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.